Event description:
The following was reported to hamilton medical ag: two distinct alarms sounded, prompting realization of the issue. The screen flickered before going completely black, and while the buttons were illuminated, they were unresponsive. At the time, the hot-swappable battery was at 50% capacity, and the permanent battery was fully charged. The patient was bagged, and an attempt was made to hot-swap the battery, but this did not resolve the problem. The alarms persisted for 45 minutes and could not be silenced or turned off. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: complaint description: "two different loud alarms and we realized that the hamilton had failed. The screen was flickering then went black. The buttons were nonresponsive, but lit up. We were at 50% battery on the hot-swappable and a full battery on the permanent. We bagged the patient, then tried to hot swap the battery, which did not resolve the problem. We are unable to clear the alarms. The ventilator has been alarming currently for 45 minutes and will not turn off or silence. We ended up having to bag the patient and he did well for us." No log files have been received. Hamilton medical ag has requested further information. We have been informed that the technician on site replaced the control board. The device passed tests and is functional again. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.